Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter twisted inside the patient. The procedure was completed by using another of the same device. There were no patient complications reported.